Event description:
(B)(6) cardiology appt (B)(6) 2025. No alerts or problems reported except for known issue with battery run down prematurely. A couple weeks prior to (B)(6) 2025, my mom said she had a vibration around her left breast. Did not know if it was defib or what. On (B)(6) 2025 my mom drove about a mile to my home. Ate breakfast in backyard. After, went into home, sat down, and went into cardiac arrest. Cardiopulmonary resuscitation. (CPR) performed in ambulance prior to reaching ER. She has the abbott (B)(6) resynch defib crt-d cd3369-40q sn (B)(6). (B)(6) 2025 all tests and blood work mostly good. Angiogram did not show any blockage. Position of pacemaker was said to be in an odd placement. The rep that checked device alerts said no alerts and no indicator of past defibs. Non-smoker and not an alcohol user.